Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a second device, a 29mm aortic transcatheter valve, was implanted into an existing bioprosthesis in the aortic position using a valve-in-valve procedure. Our records indicated a 29mm aortic pericardial valve had been implanted in the aortic position nine (9) years and eleven (11) months ago. Through investigation, it was learned that a competitor¿s device had been implanted sometime in the interim period. The date of explant of the edwards device remains unknown; therefore, the date of implant of the competitor¿s device is unknown. The reason for explant and the subsequent intervention were not provided.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for evaluation. Attempts to retrieve further information are in process. If additional information is received, a supplemental MDR will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information and device return were unsuccessful. Without device return or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.